Manufacturer narrative:
The implant was returned but not in original package. The implant was verified to be a hahn tapered implant 5.0 mm x 11.5 mm (70-1154-imp0016) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. Root cause: the root cause cannot be explicitly determined. The most likely probable cause is patient factor.

Manufacturer narrative:
The device has been requested, but has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. The patient's race and ethnicity were not provided when asked. UDI: (B)(4).

Event description:
It was reported that the patient's osteotomy site became infected after placement of the hahn tapered implant. The implant was placed during implant procedure on tooth #12 on (B)(6) 2019. Bone strength is noted as grade I. The patient had no significant medical or dental history prior to implantation. The patient presented three weeks after implant placement appointment on (B)(6) 2019 complaining of swelling. It is at that time provider observed an infection. The device was removed as a result of the infection.